Event description:
A surgeon reported that following a glaucoma filtration device implantation, an adhesion occurred around the bleb and the bleb was unable to be enlarged. The patient also experienced increased intraocular pressure (iop) and was treated with drug therapy two months and six months following the initial surgery. Needling, suture lysis and bleb reconstruction was also performed following the shunt implantation. The surgeon reported the symptoms were improving. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection could not be performed. The device remains implanted. The device history record (DHR) for the batch was reviewed and no abnormalities were found. The product was released according to the manufacturers release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).